Event description:
It was reported that customer did not follow proper load fill tubing procedures and customer experienced an elevated blood glucose (bg) level of 500-554 mg/dl. Customer addressed their bg level with a manual injection of insulin. Customer continued to used the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.